Event description:
A physician reported that a pt was skin tested in the forearm on 6/5/97 with negative results. On 7/30/97, the pt received her first treatment into pockmark acne scars on the cheeks. The pt noticed redness in the areas of injection after the procedure, and over the next week, noted redness, itching, and bumpiness. On 9/17/97, the pt was seen by the physician, who noted erythema and bumpiness at the injection sites. The skin test site remained negative, and the physician diagnosed an infection and prescribed oral cipro. A second skin test was administered into the opposite forearm, which was also negative. The cipro had no effect on the symptoms. On 10/7/97, the physician believed that the pt had a hypersensitivity to collagen and prescribed cortaid cream and oral benadryl.

Manufacturer narrative:
On 28 april 1998, the physician reported that the pt was last seen on 05 november 1997. No further tissue reaction was noted on that date.